Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy. In the final part of the surgery about 3 or 4 hours into the procedure, the needle and thread broke because the thread came out of the needle. The needle detached from the swage. The needle disengaged from the jaws. An x-ray was performed for the express purpose of locating the needle. The needle disengaged into the patient cavity and was retrieved after performing 20-30 x-rays to locate the needle. This caused an extension in surgical time. Patient status is alive, no injury. The current patient status is ok.